Event description:
A home pt called in to baxter's technical service center and reported an alarm during initial drain, using the homechoice system. The home pt stated the pt line clamp was closed and air is in the pt line. Baxter's technical service rep advised the home pt to start over with new supplies. No pt injury or medical intervention was associated with this report per the home pt's spouse.